Event description:
It was reported that, ¿multiple black marks on the catheter. The only device found with these marks. Stored with the other catheters under the same conditions.¿ no patient involved.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint of black marks was confirmed, and the cause appeared to be manufacturing related. One photograph was provided for investigation. Material that was consistent with darkened resin appeared to be embedded within the molded grip component of the safety shield. There were no other similar complaints associated with the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.